Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a single microinsert fragment remains in the proximal left fallopian tube') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, peripheral swelling, musculoskeletal pain, abdominal pain, uterine bleeding, cramp in lower abdomen, general body pain, weakness, fatigue, nausea, muscle ache, lightheadedness, cholelithiasis, chills and rib pain. In february 2010, the patient had essure inserted. In march 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). In april 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("psychological or psychiatric problems condition : depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and back pain ("lower back pain / lower back area"). The patient was treated with surgery (laparoscopic removal of the essure). Essure was removed in october 2010. At the time of the report, the device breakage, dyspareunia, menorrhagia, vaginal haemorrhage, migraine, anxiety and depression outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device breakage, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in may 2010: essure device was successfully occluded; on (B)(6) 2011: interval removal of essure microinsert's. A single microinsert fragment remains in the proximal left fallopian tube. The fallopian tubes remain occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a single microinsert fragment remains in the proximal left fallopian tube') and genital haemorrhage ('gen. Abnorm. Bleed') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, peripheral swelling, musculoskeletal pain, abdominal pain, uterine bleeding, cramp in lower abdomen, general body pain, weakness, fatigue, nausea, muscle ache, lightheadedness, cholelithiasis, chills and rib pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish / psych injury") and depression ("psychological or psychiatric problems condition : depression / psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain / lower back area"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (laparoscopic removal, salping. (Bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, genital haemorrhage, pelvic pain and abdominal pain had resolved, the back pain was resolving and the dyspareunia, menorrhagia, vaginal haemorrhage, migraine, anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: insertion date as per previous fu: (B)(6) 2010, (B)(6) 2010 discrepancy noted :date of removal: (B)(6) 2010 previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded; on (B)(6) 2011: interval removal of essure microinserts. A single microinsert fragment remains in the proximal left fallopian tube. The fallopian tubes remain occluded. Imaging procedure - on (B)(6) 2010: test bilateral occlusion, breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a single microinsert fragment remains in the proximal left fallopian tube') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, peripheral swelling, musculoskeletal pain, abdominal pain, uterine bleeding, cramp in lower abdomen, general body pain, weakness, fatigue, nausea, muscle ache, lightheadedness, cholelithiasis, chills, rib pain, vaginitis, candidiasis, bleeding genital, fever, dysmenorrhea, vaginal discharge, dyspareunia, vulvovaginal candidiasis, leiomyoma nos, allergic reaction to analgesics, migraine, hematuria, pelvic pain female and diarrhoea. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish / psych injury") and depression ("psychological or psychiatric problems condition : depression / psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("lower back pain / lower back area"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (laparoscopic removal, salping. (Bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, genital haemorrhage, pelvic pain and abdominal pain had resolved, the back pain was resolving and the dyspareunia, heavy menstrual bleeding, vaginal haemorrhage, migraine, anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: insertion date as per previous fu: (B)(6) 2010, (B)(6) 2010 discrepancy noted :date of removal: (B)(6) 2010 previously reported. She is sip hysterectomy abdominal robot-assisted si/bilateral salpingectomy/left oophorectomy, copopexy on (B)(6) 2018 for pain bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded; on (B)(6) 2011: interval removal of essure microinserts. A single microinsert fragment remains in the proximal left fallopian tube. The fallopian tubes remain occluded. Imaging procedure - on (B)(6) 2010: test bilateral occlusion, breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: fu 9 & 10 process together. Medical record received: medical history, reporter information were added. Rcc was updated. On 6-may-2021: mr received: no new significant information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a single microinsert fragment remains in the proximal left fallopian tube') and genital haemorrhage ('gen. Abnorm. Bleed') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, peripheral swelling, musculoskeletal pain, abdominal pain, uterine bleeding, cramp in lower abdomen, general body pain, weakness, fatigue, nausea, muscle ache, lightheadedness, cholelithiasis, chills and rib pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish / psych injury") and depression ("psychological or psychiatric problems condition : depression / psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain / lower back area") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic removal, salping. (Bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, genital haemorrhage, pelvic pain and abdominal pain had resolved, the back pain was resolving and the dyspareunia, menorrhagia, vaginal haemorrhage, migraine, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date as per previous fu: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded; on (B)(6) 2011: interval removal of essure microinsert's. A single microinsert fragment remains in the proximal left fallopian tube. The fallopian tubes remain occluded.. Imaging procedure - on (B)(6) 2010: test bilateral occlusion, breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event onset dates were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a single microinsert fragment remains in the proximal left fallopian tube') and genital haemorrhage ('gen. Abnorm. Bleed') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, peripheral swelling, musculoskeletal pain, abdominal pain, uterine bleeding, cramp in lower abdomen, general body pain, weakness, fatigue, nausea, muscle ache, lightheadedness, cholelithiasis, chills and rib pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). In april 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish / psych injury") and depression ("psychological or psychiatric problems condition : depression / psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain / lower back area") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic removal, salping. (Bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, genital haemorrhage, pelvic pain and abdominal pain had resolved, the back pain was resolving and the dyspareunia, menorrhagia, vaginal haemorrhage, migraine, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded; on (B)(6) 2011: interval removal of essure microinserts. A single microinsert fragment remains in the proximal left fallopian tube. The fallopian tubes remain occluded.. Imaging procedure - on (B)(6) 2010: test bilateral occlusion, breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events abdominal pain and gen. Abnorm. Bleed added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a single microinsert fragment remains in the proximal left fallopian tube') and genital haemorrhage ('gen. Abnorm. Bleed') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, peripheral swelling, musculoskeletal pain, abdominal pain, uterine bleeding, cramp in lower abdomen, general body pain, weakness, fatigue, nausea, muscle ache, lightheadedness, cholelithiasis, chills and rib pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain ("physical pain/ pain pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish / psych injury") and depression ("psychological or psychiatric problems condition : depression / psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain / lower back area"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (laparoscopic removal, salping. (Bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, genital haemorrhage, pelvic pain and abdominal pain had resolved, the back pain was resolving and the dyspareunia, menorrhagia, vaginal haemorrhage, migraine, anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: insertion date as per previous fu: (B)(6) 2010, (B)(6) 2010 discrepancy noted :date of removal:(B)(6) 2010 previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded; on (B)(6)2011: interval removal of essure microinserts. A single microinsert fragment remains in the proximal left fallopian tube. The fallopian tubes remain occluded.. Imaging procedure - on (B)(6) 2010: test bilateral occlusion, breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Event "post procedural complication¿ was added. Essure removal date was updated. On 9-jan-2020: plaintiff information form received. Essure insertion date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a single microinsert fragment remains in the proximal left fallopian tube') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, peripheral swelling, musculoskeletal pain, abdominal pain, uterine bleeding, cramp in lower abdomen, general body pain, weakness, fatigue, nausea, muscle ache, lightheadedness, cholelithiasis, chills and rib pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("psychological or psychiatric problems condition : depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and back pain ("lower back pain / lower back area"). The patient was treated with surgery (laparoscopic removal of the essure). Essure was removed in (B)(6) 2010. At the time of the report, the device breakage, dyspareunia, menorrhagia, vaginal haemorrhage, migraine, anxiety and depression outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device breakage, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded; on (B)(6) 2011: interval removal of essure microinserts. A single microinsert fragment remains in the proximal left fallopian tube. The fallopian tubes remain occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received :- new events added : a single microinsert fragment remains in the proximal left fallopian tube, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, psychological or psychiatric problems condition: anxiety, depression, mental anguish, dyspareunia (painful sexual intercourse), lower back pain. Outcome of the event pelvic pain updated as recovering. Reporter and patient demographics, medical history, lab data were added. Suspect drug indication updated while explant date was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.